Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd

Event description:
It was reported that a continuous protonix infusion was started at 0245 and ended at around 0604. The 50ml bag should have ran for 5 hours. There was patient involvement but no harm.

Event description:
It was reported that a continuous protonix infusion was started at 0245 and ended at around 0604. The 50ml bag should have ran for 5 hours. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex g grid. Omit: g07002 appropriate term/code not available.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that a continuous protonix infusion was started at 0245 and ended at around 0604. The 50ml bag should have ran for 5 hours. There was patient involvement but no harm.